Event description:
A representative from pump order services reported that the customer's insulin pump had physical damage. The reservoir is cracked on the top and pieces are missing. The blood glucose reading was 115 mg/dl. There were no significant events prior to the physical damage. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, missing end cap sticker, bleeding lcd glass, cracked case near display window corners, battery tube threads, reservoir tube lip, and reservoir tube.